Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported right ventricular failure, and bleeding could not be conclusively established through this evaluation. It was reported that reported that the patient was experiencing right ventricle failure and chronic blood loss leading to iron deficiency anemia. Multiple attempts were made to obtain additional information from the account regarding the event; however, no additional information was provided. The patient remained ongoing until they underwent a pump exchange due to suspected thrombus on (B)(6) 2018. The pump was returned and evaluated under manufacturer report number 2916596-2018-04941. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), rev. C, and patient handbook, rev. C, are currently available. Section 1 of the IFU lists right heart failure and bleeding as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6 provides information regarding anticoagulation therapy and the recommended inr range. Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had right ventricular failure and iron deficiency anemia due to chronic blood loss.